Manufacturer narrative:
(B)(4) - explant of iol in a secondary procedure. Incision enlargement.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
On (B)(6)-2014, it was reported to the abbott medical optics (amo) sales representative that intraocular lens (iol) had dislocated. On (B)(6)-2014, iol was explanted from patient's left eye. Also on (B)(6)-2014, it was explained to amo sales rep that this explant was due to a compromise in the patent's capsule, causing the lens to not center correctly. Incision was enlarged and vitrectomy was performed. A replacement lens was placed successfully. Replacement lens is of a different model and diopter (zma00 diopter 18.5), serial number (B)(4). Patient was noted to be going fine, post-operatively. Through follow-up with the sales representative on (B)(6)-2014, it was clarified that the capsule compromise (tear) was discovered after implantation, causing the lens to dislocate. No further information has been provided.

Manufacturer narrative:
Device evaluation: additional method code: (B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens was received cut into pieces, most probably due to the explant procedure. Lens pieces were received adhered to a cardboard paper. Visual inspection revealed lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens due to the type of haptics and presence of a diffractive ring pattern on the optic. Lens pieces were not removed from the cardboard as pieces could not be removed without damaging the sample. Due to the condition of the returned sample, no further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical inspection showed lens was within optical power specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to abbott medical optics has been submitted.